Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.4, second test inr = 2.3. First test inr = 2.3. First test inr = 3.8 (first unit), second test inr = 4.5 (second unit).

Manufacturer narrative:
Inratio precision data provided by end-user lot 060819: first test inr = 1.4, second test inr = 2.3, mean = 1.85; sd = 0.63; %cv = 35%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 060819: first test inr = 3.8 (first unit), second test inr = 4.5 (second unit), mean = 4.15; sd = 0.49; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.